Event description:
It was reported that a patient implanted with a deep brain stimulation (dbs) system developed a brain infection following the implant procedure and experienced symptoms of confusion. As a result, the patient was admitted to the hospital and underwent a system explant procedure. Culture testing reportedly confirmed the presence of an infection; however, specific culture results were not provided. The explanted system was disposed of by the medical facility and was not returned to the manufacturer for analysis.

Manufacturer narrative:
D2b: nhl, pjs. Correction to the initial MDR in blocks d5, and h6. The device was not returned to boston scientific for evaluation; therefore, a physical analysis could not be performed. A review of the product labeling was conducted and did not identify any anomalies. The labeling indicates that infection is a known risk associated with implantation of a pulse generator as part of a system to deliver deep brain stimulation. Additionally, the labeling identifies potential neurological effects, including confusion or problems with attention, thinking, or memory, acute or chronic, as well as brain or cerebrospinal fluid infection or inflammation, as known risks associated with deep brain stimulation systems. Additional suspect medical device components involved in the event: model: db-2202-45. Serial: (B)(6). Batch: 7123134. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI): (B)(4). Model: db-2202-45. Serial: (B)(6). Batch: 7123470. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI): (B)(4). Model: nm-3138-55. Serial: (B)(6). Batch: 7130026. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI): (B)(4). Model: nm-3138-55 serial: (B)(6). Batch: 7129881. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI): (B)(4). Model: db-4600c. Serial: (B)(6). Batch: 34153618. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI): (B)(4). Model: db-4600c. Serial: (B)(6). Batch: 34153618. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI): (B)(4).

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7123134. Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: 7123470. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7130026 product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7129881. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: null. Batch: 34153618. Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: (B)(6). Batch: 34153618.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and presented with symptoms of confusion. The patient was admitted to the hospital and underwent a revision procedure where the whole system was explanted. The patient was treated with medication but is unknown which medication they were treated with. The patient remains in the hospital. The explanted devices were disposed at the hospital and were not returned to bsc.

Event description:
It was reported that a patient implanted with a deep brain stimulation (dbs) system developed a brain infection following the implant procedure and experienced symptoms of confusion. As a result, the patient was admitted to the hospital and underwent a system explant procedure. Culture testing reportedly confirmed the presence of an infection; however, specific culture results were not provided. The explanted system was disposed of by the medical facility and was not returned to the manufacturer for analysis.

Manufacturer narrative:
Update to section h6: evaluation method codes. Correction to field d4: unique identifier (UDI).